Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage and removal difficulty occurred. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After a non-bsc guide extension catheter was inserted, a 3.00 x 16 synergy drug- eluting stent was advanced to treat the lesion, but resistance was felt, and it did not advance further. During a retrieval attempt, the device got caught at the tip of the guide extension catheter and could not be retrieved. The device was then removed together with the guide extension catheter. Upon checking the removed device, a part of the stent was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Synergy ous mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. The device was returned inside a 6f 0.056 guide liner catheter. The synergy device could not be removed proximally from guide liner. To allow the investigator to remove the synergy device from the guide liner, the synergy device was cut by the investigator immediately distal to the distal strain relief. The synergy device is now in 2 parts. A visual and microscopic examination of the stent found proximal stent damage, with stent struts pulled distally and overlapping. A lot of red-ish media was visible on the stent. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage and removal difficulty occurred. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After a non-bsc guide extension catheter was inserted, a 3.00 x 16 synergy drug- eluting stent was advanced to treat the lesion, but resistance was felt, and it did not advance further. During a retrieval attempt, the device got caught at the tip of the guide extension catheter and could not be retrieved. The device was then removed together with the guide extension catheter. Upon checking the removed device, a part of the stent was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported.